Event description:
Customer says that the article is unusable as the catheter breaks upon use.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. All the returned representative samples passed the visual inspection with no catheter damage observed. As current control, there is outgoing inspection and hourly in-process inspection in place to check for needle pierced through catheter. As the actual sample was not returned for investigation, root cause could not be determined.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte pnk 20ga x 1.88in needle went through the catheter customer says that the article is unusable as the catheter breaks upon use